Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a sudden increase in threshold and impedance were observed. Noise was detected with arm movement. The lead was capped. The patient's condition is good.